Event description:
Report from the surgery clinical coordinator: rn first assistant (rnfa) was assisting the dr on a robotic hysterectomy. An applied medical inzii universal retrieval system was opened onto the field. Rnfa attempted to deploy an endopouch bag which is housed inside the device. The device was deployed, but no bag was seen. The abdominal cavity was inspected with the laparoscope. No endopouch bag was found. It was determined by the staff in the room that the device was faulty in that no endopouch bag was inside of the device. The dr and I decided it would be best practice to perform a post-op x-ray to verify that no pouch was inside the device. An abdominal x-ray was performed in post-anesthesia care unit (pacu). Report received by the dr that no device was visible on x-ray.the clinical coordinator also completed a patient safety report: rnfa attempted to use an applied medical inzii universal retrieval system pouch to remove lymph nodes for pathology. When deploying the device, no endopouch was seen. The abdominal cavity was scanned with the laparoscope to find the bag. No bag found. It was determined by the staff in the room and the surgeon that no endobag was inside the device. An xray was taken in pacu. No endopouch bag identified on xray per dr. The manufacturer was notified and subsequent med-sun report will be filed.======================manufacturer response for endopouch, inzii universal retrieval system (per site reporter).======================this was returned.